Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-30413. It was reported that a patient's right ventricular lead and atrial lead both presented with oversensing noise. Both leads were explanted and replaced in a procedure on (B)(6) 2021. During explant, it was noted that both leads appeared to be fractured. Post-procedure the patient was stable.